Event description:
Technical services received a call on 04/01/2011 from sales rep that this lead dislodged and they could not extract. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).